Event description:
Pt's wife reported that her husband had been implanted with a pain pump after a series of back surgeries. She stated that about 30 days later, her husband began to have excruciating pain. The pump also was giving off repeated alarms. They returned to his physician and he reset the pump and refilled the pump with pain medication. The reporter alleged that this pattern reoccurred for many consecutive months. In (B)(6) 2011, her husband was hospitalized due to pneumonia and respiratory failure. At that time, she reported that her husband's medical team had decided to replace the pump but the anesthesiologist would not sign off on putting him under due to his condition. Many years passed and he was hospitalized many times. On (B)(6) 2013, his wife found the pt had lost consciousness and he was hospitalized again. She stated that she had done some research and found that the pump had been recalled by the FDA in (B)(6) 2011. She alleged that upon bring this info to the physician he refused to remove it. The pt continuous to have a diminished quality of life and pain.